Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) background error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcbs. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: unique identifier (UDI) #:, summary: a service engineer (se) inspected the device replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed testing and operated within the manufacturing specifications. The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. Two backlight inverter pcbs were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the backlight inverter pcbs and no anomalies were observed. An investigation was performed on the two components and the reported issue was not duplicated. No errors were recorded in the diagnostic logs. No fault was found with the replaced backlight inverter pcbs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display when powered on. The ventilator was not in use on a patient at the time of the event.